Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicmo12.6, -13.00 diopter, implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was later implanted and the problem resolved. Cause was unknown.

Manufacturer narrative:
Expiration date: 08/31/2024. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).